Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Check syringe plunge sensor was found at power up. Error history log review found a check syringe plunge sensor error. The root cause of the reported issue was found to be a combination of broken screw-boss on left plunger case and dowel pin came loose from the plunger head mount. Actions were taken to mitigate the reported issue: replaced left plunger case, dowel pin and plunger head mount. Performed power up process and all functional testing which passed.

Event description:
It was reported that flange would not work. No patient injury was reported.